Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this pacemaker was performed. Analysis showed that the device never triggered replacement indicator while implanted. The device was subjected to and passed all automated level electrical testing on the system commensurate with its battery status, which confirms proper operation of the pacing and sensing functions of the device. Laboratory analysis confirmed that the device was functioning normally, and no problem was detected. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker was explanted due to pain at the insertion site. Moreover, the device was not replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to patient experiencing pain at the insertion site. This pacemaker was explanted. No additional adverse patient effects were reported.